Event description:
This is a report of a home patient (hp) who experienced a break in aseptic technique, which caused peritonitis manifested by abdominal pain and cloudy effluent. The hp was hospitalized and treated with vancomycin (dose, frequency and route not reported) for the peritonitis. The hp was retrained on proper aseptic technique. The outcome of the peritonitis event was not reported.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This event was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported event was use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.